Manufacturer narrative:
Failure to osseointegrate is an inherent risk of the procedure known to doctor and pt before the procedure is initiiated and is dependent on many factors including the pt's age, sex, health, and social history, the type and size of the defect being grafted, and graft replacement technique. Though pepgen will remodel to bone at a similar rate as natural bone in a pt, it is impossible to determine the specific resorption rate of any bone grafting material; material placed in an area of low vascularity and little osteogenic potential will take much longer to remodel to bone than if placed in a more active site. Considering this and the available info, this event does not appear to be a result of a malfunction of the device. The implant loss will be reported. The device was not returned for eval and the lot number is not known for retained-product testing and/or DHR review. Please note that this implant is part of a 3 unit implant supported bridge involving 1 other reported failure, documented under report # 1721411-2006-00249.

Event description:
No osseointegration was achieved and progressive bone loss occurred in a site after concurrent placement of pepgen p-15 bone grafting material and an implant. It is not clear if the graft integrated with the surrounding vital bone or if it also failed with the implant. As a result, it can be presumed that another surgical procedure would be necessary to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.